Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing issue event on (B)(6) 2024. The infusion set was in use for less than 48 hours. The blood glucose level was high and went to hospital and was treated with mix of fluids and insulin, had to take a lot of medicine. No further information was available.